Event description:
It has been reported the co that the occlusion balloon has burst during the case. The device was inserted into saphenous vein graft and inflated to 4.5mm to occluded the vessel. About 30 seconds later the occlusion balloon deflated. Unable to aspirate or stent. Removed the device and examined it and the balloon had a leak in it. Replaced with another from the same lot and completed the case.